Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2018 with blood glucose level was 1200 mg/dl. Customer experienced symptoms such as internal bleeding, stock. Customer stated hospital meter was saying they was at 40 mg/dl blood glucose but their meter was saying 140 mg/dl. Customer stated when they was at the hospital they died on the table for 15 minutes and they had cardiopulmonary resuscitation. The customer was treated with intravenous insulin drip. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.